Event description:
It was reported by a customer complaint that the pt was hospitalized due to a diabetic ketoacidosis. Reportedly when the pt came to the hospital their blood sugar was greater than 600. The physician believes the device is not functioning correctly and requested it be evaluated; as of 2005 the device has not been received by the manufacturer for evaluation.